Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customers blood glucose level. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.